Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the arterial blood port of the dialyzer was found to be obstructed by foreign particles. This was noted during the setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A retention sample was visually inspected and found no issues. The device was received for evaluation. During visual inspection, no foreign material was found around the port. The reported issue of particulate matter was not verified; however the device was found to not meet specification as damage was identified to the arterial header threading. Should additional relevant information become available, a supplemental report will be submitted.